Manufacturer narrative:
(B)(4). Insulation damage was noted at 27.8-28.5cm from the connector pin consistent with clavicle crush damage. External insulation abrasion was noted at 29.4-29.7cm from the connector pin, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the asymptomatic presented in clinic due to 7 lead noise alerts. Both ra and rv leads were suspected to be damaged. The ra lead was explanted and replaced. There were no adverse consequences to the patient, and the patient was discharged post procedure.